Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced a reddened stoma and was prescribed an unknown antibiotic. The physician reported no improvement in the stoma area and caused the patient pain. The duodopa nurse specialist (dns) recommended sterile bandages with octenidine for two weeks. During a home visit on (B)(6) 2022, the dns noted the stoma site had improved and the patient was pain free. The dns and nursing staff concluded, "that it could be a mycosis," and informed the responsible physician.